Event description:
Event was reported to (B)(4) by an attorney. The patient has experienced vaginal pain, bleeding, erosion, dyspareunia and urinary problems, removal surgery, and other injuries as they become apparent. No further information has been provided.